Event description:
During an implant procedure, r wave amp variation was noted on the right ventricular (rv) lead. Additionally, the physician suspected the helix of the rv lead to be damaged. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of helix damage and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.